Event description:
Customer alleged that the pump under infused, but no amount was given. Customer overfilled the administration set by 100 ml. When the tpn was completed, there was still 248 ml left. The rate was 106.7 ml/hr.

Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy tests by +/-5%. The pump was recalibrated to resolve the issue.